Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
It was reported that the patient was disoriented and after her parents did not have success with oral glucose they called an ambulance which took the patient to the hospital. While in the emergency room the patient's blood glucose level was 12-14 mg/dl. The patient was given and IV of glucose. The patient's blood glucose level rose to 113 mg/dl. The patient's normal blood glucose range is 80-160 mg/dl. That night the patient was feeling better and her blood glucose levels were "ok". The infusion device's history was checked and at 5:30 pm there was a bolus programmed for 18 units of insulin. The patient does not remember programming this bolus. The infusion device was requested to be returned for product evaluation.